Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2014 and absorbable straps were used to secure the mesh. During the procedure, the cannula tip came off. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Actual device was returned. Visual inspection was performed and the prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. The device did not work properly because the prongs of the insertion fork were not designed to hit on hard surfaces. When this happens accidentally, the internal components in the cannula spindle cannot slide properly. Damage on the prongs caused the cannula cap to fall off from the cannula tabs.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was the white tip of the device that fell off. The tip fell into the abdomen during the fixation of mesh. The tip was retrieved using a grasper. No additional dissection was required to retrieve the tip. The procedure was completed with a different fixation device. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.